Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow keypad button was slow to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was returned peeling at the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The contrast button was unresponsive, which has no effect on insulin deliver; all other buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to this report the display was found dim and faded.